Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: unconfirmed, no sample received: investigation conclusion: based on the investigation conclusion, bdm-ps was not able to confirm the symptom perceived by the customer but not correlate this symptom with a potential cause linked to bd process. Root cause description: a full root cause analysis could not be conducted with the available information and is closed without a conclusion. Until samples are available no further investigation will be carried out. Batch record review did not indicate of any incident in relation to the problem statement. Batch was released in accordance to the acceptable criteria.

Event description:
It has been reported that one bd ultrasafe plus¿ passive needle guard has been found with the plunger falling out during use. The following has been provided by the initial reporter: complainant could not perform injection as the injection is potentially exposed to the environment and not sterile. The complainant explained that the green plunger is not attached to the syringe and therefore decided not to administer the injection. The return unit was not available.